Manufacturer narrative:
Concomitant medical products: product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 389033, lot# j0322102v, implanted: (B)(6) 2003, product type: lead. Product ID 389033, lot# j0316056v, implanted: (B)(6) 2003, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient only got 0-2 coupling if any. The patient stated if she doesn¿t get coupling, she keeps the antenna in the same place for 30+ minutes to see if it would change. It was reviewed how to reposition the antenna and press the start charge button. This got the patient 6, then 8 coupling bars. The action resolved the reported issue. The patient also reported a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. The patient had to stop charging, wait until the ins cooled down, and then begin again. It was recommended to add a layer of insulating material between charge antenna and the skin; also to allow air flow to the area of the antenna. There was no outcome provided. If additional information is received, a supplemental report will be submitted.